Event description:
Case description: on (B)(6) 2021, an amendment was performed. Since last submission the following information has been amended: the case has been marked as reportable. All the required fields for final reportable incidents filled. Since last submission; annex a and g changed. Amendment was performed.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycaemia of around 20 mmol/l (evening) [hyperglycaemia]. Hyperglycaemia of around 20 mmol/l (evening) [hyperglycaemia]. Novopens have malfunctioned, making a sound on some occasions when pushing down the push button [device malfunction]. The pen is not delivering the correct dose (resulting in under dosing). [Incorrect dose administered by device]. High pitched whirring sound with novopen 4 blue [device issue]. Case description: this serious spontaneous case from australia was reported by a consumer as "hyperglycaemia of around 20 mmol/l (evening)(hyperglycaemia)" beginning on (B)(6) 2020, "hyperglycaemia of around 20 mmol/l (evening)(hyperglycaemia)" beginning on (B)(6) 2020, "novopens have malfunctioned, making a sound on some occasions when pushing down the push button(device component malfunction)" beginning on (B)(6) 2020, "the pen is not delivering the correct dose (resulting in under dosing)(incorrect dose administered by device)" with an unspecified onset date, "high pitched whirring sound with novopen 4 blue(noise from device)" with an unspecified onset date and concerned a 53 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novofine 8mm (30g) (needle) from unknown start date for "device therapy", , novorapid penfill (insulin aspart) from unknown start date and ongoing for "type 1 diabetes mellitus". (Dose and frequency m [morning]: 16 units, l [lunch]: 0-15 units, n [night]: 16 units, plus as needed) , , levemir penfill (insulin detemir) from unknown start date and ongoing for "type 1 diabetes mellitus" (dose and frequency 60 iu (evening) ). Patient's height: 178 cm. Patient's weight: 97 kg. Patient's bmi: 30.614. Dosage regimens: novopen 4 (blue): unknown (years ago) to (B)(6) 2020 (early (B)(6) 2020). Novopen 4 (silver): unknown (years ago) to (B)(6) 2020. Novofine 8mm (30g): unknown. Novorapid penfill (insulin aspart): start date: > 10 years ago and ongoing. Levemir penfill (insulin detemir): start date: > 10 years ago and ongoing. Patient has had pens novopen 4 blue and novopen 4 silver for a couple of years. It was reported that both the novopens had malfunctioned which caused him to experience two events of hyperglycaemia of around 20 mmol/l. Initially with blue (levemir) pen where patient heard high pitched whirring sound and noted high sugar throughout to evening sleep (lethargy, thirst, waking every 2 hours to urinate). Shortly after this time, patient started experiencing similar occurrences with silver (novorapid) pen (not on all occasions of use) with evening hypers (high readings, thirst, lethargy, high urination occurrences and volume). They were making a sound on some occasions when pushing down the push button and the pens were not delivering the correct dose. Patient had a number of dosage incidents with these pens (particularly the silver) resulting in under dosing and subsequent hypers. From unspecified date in or about mid (B)(6) 2020 to (B)(6) 2020 patient experienced issues with novopen 4. Patient stopped using both pens and used vials with hypodermics but when novorapid was low patient used with novopen 4 again and dialled up mix in cartridge and injected. It was reported that the patient again experienced whir and noted that not all insulin dose dialled was dispensed. It was also reported that the force experienced to inject novopen 4 felt easier (as if it was "slipping"). The patient had re-used the needle and also left the needle attached between injections (used a new needle when inserting a new vial). Batch number of novopen 4 (blue) was cug1682 and novopen 4 (silver) was cug1690. Batch number of novofine 8mm (30g), novorapid penfill and levemir penfill are not available. Action taken to novopen 4 (blue) was product discontinued. Action taken to novopen 4 (silver) was product discontinued. Action taken to novofine 8mm (30g) was not reported. Action taken to novorapid penfill was not reported. Action taken to levemir penfill was not reported. The outcome for the event "hyperglycaemia of around 20 mmol/l (evening)(hyperglycaemia)" was recovered. On (B)(6) 2020 the outcome for the event "hyperglycaemia of around 20 mmol/l (evening)(hyperglycaemia)" was recovered. The outcome for the event "novopens have malfunctioned, making a sound on some occasions when pushing down the push button(device component malfunction)" was not reported. The outcome for the event "the pen is not delivering the correct dose (resulting in under dosing)(incorrect dose administered by device)" was not reported. The outcome for the event "high pitched whirring sound with novopen 4 blue(noise from device)" was not reported. The returned devices will be investigated to evaluate it works according to the set specifications and intended use. No further information will be provided. Since last submission the case has been updated with the following information: - patient age, height, weight and body mass index updated; - event onset dates of hyperglycaemia updated; - events noise from device added; - concomitant product added; - dose and frequency for levemir and novorapid added; - route of administration for novorapid updated; - novopen 4 batch, manufacturing and expiration dates added; - action taken for novopen 4 updated; - outcome of events hyperglycaemia were updated; - reporter's comments updated; - narrative updated; - company comment updated. Company comment: 13-oct-2020: the suspected device novopen 4 has been returned to novo nordisk for evaluation. Investigation is ongoing. Needle re-usage and leaving the needle attached to device between injection are significant confounding factors for device malfunction, leading to hyperglycaemia. No conclusion has been reached. Reporter comment: - stopped using it and used a hyperdermic. - attached needle to at a 180 degree angle.

Event description:
Case description: this serious spontaneous case from australia was reported by a consumer as "hyperglycaemia of around 20 mmol/l (evening) (hyperglycaemia)" beginning on (B)(6)2020, "hyperglycaemia of around 20 mmol/l (evening) (hyperglycaemia)" beginning on (B)(6)2020, "novopens have malfunctioned, making a sound on some occasions when pushing down the push button (device component malfunction)" beginning on (B)(6) 2020, "the pen is not delivering the correct dose (resulting in under dosing) (incorrect dose administered by device)" with an unspecified onset date, "high pitched whirring sound with novopen 4 blue (noise from device)" with an unspecified onset date, and concerned a 53 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novorapid penfill (insulin aspart) from unknown start date and ongoing for "type 1 diabetes mellitus", , levemir penfill (insulin detemir) from unknown start date and ongoing for "type 1 diabetes mellitus". Concomitant products included - novofine 8mm (30g) (needle). Investigation results: name: novopen 4 (blue). Batch number: cug1682. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Foreign dry matter observed on internal or external pen parts e.g. Dust, dirt or dried stains after a liquid. The observed problem was not related to any novo nordisk processes. The observed fault was a result of accidental damage during use of the device. A visual examination of the returned product was performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The snaps on the cartridge holder has small cracks. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The sound of the pen was found normal. The snap connection on the cartridge holder was damaged. As a consequence the cartridge holder may be difficult or impossible to mount on the pen body and the dose accuracy may be affected. The fault was caused by accidental damage during use of the device. Name: novopen 4 (silver), batch number: cug1690. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. However, because of the cracked cartridge holder the pen slips and operates in jerks / creates an abnormal sound. Foreign dry matter observed on internal or external pen parts e.g. Dust, dirt or dried stains after a liquid. The observed problem was not related to any novo nordisk processes. The observed fault was a result of accidental damage during use of the device. The snap connection on the cartridge holder was damaged. As a consequence the cartridge holder may be difficult or impossible to mount on the pen body and the dose accuracy may be affected. The fault was caused by accidental damage during use of the device. A visual examination of the returned product was performed. Dose accuracy was not performed as cartridge holder was broken to an extent where it does not make sense to perform the test during development of the fault on the cartridge holder starting with a crack and to the state that the cartridge holder was in during our examination, it cannot be ruled out that the piston rod slipped at a time during use. Dose accuracy might be affected. It was not possible to investigate the returned sample comprehensively. Both snaps are cracked. Name: novorapid penfill, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: levemir penfill, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following information: investigation has been updated in qc comment and qc result of the suspect product. Device addendum has been updated. Narrative updated accordingly. 23-oct-2020: upon investigation of the returned device, it revealed that the snaps on the cartridge holder has small cracks. As a consequence the cartridge holder may be difficult or impossible to mount on the pen body and the dose accuracy may be affected. If the user does not detect the fault on the cartridge holder there is a risk that the patient will only receive a partial or no dose at all and could experience hyperglycaemic related events. The observed fault is a result of accidental damage during use of the device. H3 continued: evaluation summary name: novopen 4 (silver), batch number: cug1690. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. However, because of the cracked cartridge holder the pen slips and operates in jerks / creates an abnormal sound. Foreign dry matter observed on internal or external pen parts e.g. Dust, dirt or dried stains after a liquid. The observed problem was not related to any novo nordisk processes. The observed fault was a result of accidental damage during use of the device. The snap connection on the cartridge holder was damaged. As a consequence the cartridge holder may be difficult or impossible to mount on the pen body and the dose accuracy may be affected. The fault was caused by accidental damage during use of the device. A visual examination of the returned product was performed. Dose accuracy was not performed as cartridge holder was broken to an extent where it does not make sense to perform the test. During development of the fault on the cartridge holder starting with a crack and to the state that the cartridge holder was in during our examination, it cannot be ruled out that the piston rod slipped at a time during use. Dose accuracy might be affected. It was not possible to investigate the returned sample comprehensively. Both snaps are cracked.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycaemia of around 20 mmol/l (evening) hyperglycaemia. Hyperglycaemia of around 20 mmol/l (morning) hyperglycaemia. Novopens have malfunctioned, making a sound on some occasions when pushing down the push button device malfunction, the pen is not delivering the correct dose incorrect dose administered by device. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "hyperglycaemia of around 20 mmol/l (evening)(hyperglycaemia)" beginning on (B)(6) 2020, "hyperglycaemia of around 20 mmol/l (morning)(hyperglycaemia)" beginning on (B)(6) 2020, "novopens have malfunctioned, making a sound on some occasions when pushing down the push button(device component malfunction)" with an unspecified onset date, "the pen is not delivering the correct dose(incorrect dose administered by device)" with an unspecified onset date, and concerned a male patient (age was not reported) who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novorapid penfill (insulin aspart) from unknown start date and ongoing for "type 1 diabetes mellitus" (dose and frequency unknown), , levemir penfill (insulin detemir) from unknown start date and ongoing for "type 1 diabetes mellitus" (dose and frequency unknown). Patient's weight, height and body mass index was not reported. Current condition: type 1 diabetes mellitus (approximately (B)(6)). Patient has had both pens for a couple of years. It was reported that both the novopens (novopen 4, blue and novopen 4 silver) had malfunctioned, which caused him to experience two events of hyperglycaemia of around 20 mmol/l.. They were making a sound on some occasions when pushing down the push button, and the pens were not delivering the correct dose. Hyperglycaemic events occurred on the evening of (B)(6) 2020 and the morning of (B)(6) 2020. Batch number of novopen 4 (blue) and novopen 4 (silver) (non-validated batch number available). Batch number of novorapid penfill and levemir penfill has been requested. Action taken to novopen 4 was not reported. Action taken to novopen 4 was not reported. Action taken to novorapid penfill was not reported. Action taken to levemir penfill was not reported. The outcome for the event "hyperglycaemia of around 20 mmol/l (evening)(hyperglycaemia)" was not reported. The outcome for the event "hyperglycaemia of around 20 mmol/l (morning)(hyperglycaemia)" was not yet recovered. The outcome for the event "novopens have malfunctioned, making a sound on some occasions when pushing down the push button(device component malfunction)" was not reported. The outcome for the event "the pen is not delivering the correct dose(incorrect dose administered by device)" was not reported. Further investigation: the returned device will be investigated to evaluate it works according to the set specifications and intended use.